Manufacturer narrative:
(B)(4). This customer reported that the pads cable would not connect properly to therapy port. There was no report of any patient involvement. We have requested additional information. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that the pads cable would not connect properly to therapy port. There was no report of any patient involvement. We have requested additional information.